Event description:
Revision of hip components due to a fracture of the cemented stem. This event report was received through clinical data collection activities. This event took place outside the united states, in (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.